Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced halos and glare. The lens was explanted in a secondary procedure with another lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a water like liquid inside a plastic specimen cup. The lens was cleaned with klrp for further evaluation. The lens was allowed to dry. The optic had a scuff marks and cracks on the anterior and posterior sides of the lens in a shape of an instrument used to grasp the lens. A power and resolution inspection was conducted by an engineering tech and the lens met specification for a company lens. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. A power and resolution inspection was conducted and the lens met specification for a company lens. Information was provided that the multifocal toric company lens model was exchanged for a non-company monofocal lens. Due to the exchange of a multifocal toric lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, stating the patient experienced starbursts. There was no patient harm. No medical or surgical intervention was required as a result of this event. Patient was not hospitalized.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).